Manufacturer narrative:
The investigation has been completed. The console (ic6106) was sent back for further investigation. The root cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues with no resolution specified. No patient harm reported.